Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Distributor powered pump on and confirmed repeated malfunction alarms, arranged for pump return for further evaluation, and replacement pump was provided to customer.